Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that ultima activator ii reusable drive mech are coming up sterile but when they open the tray the components are full of rust. Rust identified before procedure after opening from tray. The photo provided by complainant shows the device with a small spot of discoloration on the surface which appears to be corrosion. No patient involvement.

Manufacturer narrative:
Tw#(B)(4). The device was returned to the factory for evaluation on 11/22/2024. A photograph was provided. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. Yellow marking was observed on the engraved numbers on the device. No other visual defects were observed. An investigation was conducted on 01/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Yellow marking was observed on the engraved numbers on the device. No other visual defects were observed. Based on the returned condition of the device, the reported failure "corrosion" was not confirmed. The lot # 220709 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.